Event description:
While trying to administer treatment with a continuous medication/heliox nebulizer the respiratory therapist could not achieve the 13-15 liters per minute flow necessary to nebulize the medication. It seemed to the therapist that the system was occluded. The therapist tried a different nebulizer with same effect. The therapist then tried another nebulizer from a different and successfully treated the pt. All affected nebulizers from the same lot number was removed from inventory for MFR eval.

Manufacturer narrative:
Lot number d228515 is currently under investigation. B&b medical technologies will f/u once investigation is complete.